Manufacturer narrative:
The serial number of the analyzer is (B)(6). The controls were valid and contamination is not suspected, as all controls remained valid for both runs. No system-generated flags or errors were observed. A review of qc release data shows that lot m23842 was released within specification for the assay and is performing in line with previously released lots. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable cobas® hiv-1 (192t) results with three patient samples tested on a cobas 5800 analyzer. Sample 1: the initial result was 586.7 cp/ml. The first repeat result was 26.5 cp/ml. (B)(6) 2025; the second repeat result was 76.07 cp/ml. Sample 2: the initial result was 1898 cp/ml. The first repeat result was 24.1 cp/ml. (B)(6) 2025; the second repeat result was <titer min. Sample 3: the initial result was 7343 cp/ml. The first repeat result was 34.03 cp/ml. (B)(6) 2025; the second repeat result was target not detected (tnd).